Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue arose again.